Manufacturer narrative:
(B)(4) - 1650de - MFR. Date: 10-31-2015 - exp. Date: 10-31-2016. "Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Site reported that the patient experienced battery switching while he/she was ambulating with two batteries.&#2062;o data was available.&#2068;he two batteries were exchanged with no reported patient injury.

Manufacturer narrative:
The reported event of power switching could not be confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - (B)(4) - received: 09/22/2016. Conclusion: no failure detected, device operated within specification.